Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly read inaccurately low, however the results were not specified. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The 510(k)# is k082590.